Manufacturer narrative:
The pad-pak was first installed successfully in december 2010 and performed to specification, alongside random manual power ons, up to the 6h september 2015. Multiple manual power ups mainly of ten minutes duration were observed in the device memory between the 7th september 2015 and the last log entry on the 23rd september 2015. An increase in voltage suggests a further pad-pak was installed. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. Slight voltage fluctuation was observed over the pogo-pins however this did not affect the ability of the device to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.